Manufacturer narrative:
This report is submitted late and is captured within CAPA-1374.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss or loss of implant to integrate.